Manufacturer narrative:
Medical devices continued: 419388 lead, implanted (B)(6) 2005; 507652 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was subsequently capped and replaced. No patient complications have been reported as a result of this event.